Manufacturer narrative:
The pump was received with no button response due to flattened act and down arrow buttons dome switch. The j2 on the lcd board was inspected and no unlocked connector noted. The occlusion test was unable to be performed due to button and or keypad anomaly. There was no moisture damage found inside the pump. The pump was received with cracked case at display window corner, belt clip slot, minor scratched display window.

Event description:
The customer reported via phone call of button error on their insulin pump. The customer states their blood glucose level was over 600mg/dl because they did not get their bolus. The customer states the act button is not working properly. The customer's blood glucose at the time was 210mg/dl. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.